Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via social media that the patients stimulator was removed and was in pieces but the wires could not be taken out.